Event description:
The patch leaked an unknown quantity of blood from its surface and suture holes when the clamp was released. Gelfoam was applied to the patch and clotting eventually occurred. The patch was left in. The pt's condition is ok.